Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 4. Details of surgery: immediate extraction site. On (B)(6) 2024, the implant was removed upon patient¿s request. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.